Event description:
Discordant, falsely low calcium results were obtained on four patient samples on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The samples were then rerun on an alternate instrument. Three samples resulted higher upon repeat testing and one sample ((B)(6)) resulted the same upon initial rerun, but resulted higher during a second rerun. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. A siemens customer service engineer (cse) was also dispatched to the customer site. After evaluation of the instrument and instrument data, the cse proactively replaced and aligned the sample probe. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.